Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that the person with diabetes (pwd) stated that the infusion set was disconnected from site at adhesive on abdomen. The pwd blood glucose was 86. They walked the pwd through a site change to use current cassette and tubing. The pwd then filled cannula after new site placement. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user/patient. No patient harm or no patient injury.